Manufacturer narrative:
Product not yet returned for evaluation.(B)(4). Control solution lot number - 4ac1b64.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction incorrect storage of controls or test strips.

Event description:
Consumer complaint of low control test results. Performed control test, results were 21 mg/dl, outside of the required control range of 31-61 mg/dl. Based on parkes error grid analysis, the bias between the control result given (21) and the highest result that could be correctly obtained (61) is located in zone b/c. No adverse event reported.

Event description:
Consumer complaint of low control test results. Performed control test, results were 21 mg/dl, outside of the required control range of 31-61 mg/dl. Based on parkes error grid analysis, the bias between the control result given (21) and the highest result that could be correctly obtained (61) is located in zone b/c. No adverse event reported.